Event description:
We became aware of an issue by a system hospital that they found a "duck valve" that got stuck while trying to use a resuscitation bag valve mask- we checked our supplies and found 28 defective valves. With some extra pressure the valve will release, but in a code situation these valves could pose a risk. Lots involved included lot # 106564 manufactured 3/13; lot # 106003 manufactured 2/13; lot # 105157 manufactured 1/13; lot # 107509 manufactured 5/13; lot # 99301 manufactured 1/13; lot # 101304 manufactured 5/12; lot # 98820 manufactured 12/11; lot # 86341 manufactured 12/09; lot # 85521 manufactured 11/09; lot # 83709 manufactured 8/09; lot # 79475 manufactured 12/08 and lot # 76380 manufactured 8/08.